Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarmed "cassette not attached properly." There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged and there was fluid ingression on the dso sensor. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed high alarm displayed: cassette not attached properly. Functional testing did not replicate the report error. The most likely cause of the report error is dso sensor. The dso seal and sensor were replaced.